Event description:
The customer reported that horizontal noise occurred when the connector part was shaken. After cleaning the connection part of the light source device, the lateral noise improved but an e315 error code (scope error) and a b30 error code (scope communication error) occurred. The reported issue occurred while preparing the subject device, prior to an unspecified diagnostic procedure. The intended procedure was completed using another device. There was no harm or user injury reported due to the event. This report is being submitted for the reportable malfunction of e315 error.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issues (horizontal noise, e315 error and b30 error) were not confirmed or duplicated. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Corrected data: h4 (the correct device manufacturer date has been provided). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e315 error could not be identified, nor could the phenomenon be confirmed/reproduced. The suggested event is detectable by handling the device in accordance with the following section of the instructions for use: chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.